Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete. Device #2 - proglide (part #12673-03; lot #900426h), will be filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when tension was applied to the rail suture, the knot came out of the vessel. A second proglide was used with the same results. Hemostasis was achieved using a third proglide device. The physician stated that possibly "no tissue was captured" when the suture was deployed. There were no reported adverse pt effects. Though requested, no add'l info was provided.